Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and device manufacture date have been added.

Event description:
It was reported by the sales rep in hungary that during an arthroscopic rotator cuff repair (arcr) for a shoulder rotator cuff tear surgical procedure on (B)(6) 2024 while using the exprsew iii ac+ rtn plate 1ea device the surgeon attempted to load the retention plate to the auto capture; it was not loaded and the plate had fallen into the box. Although the surgeon attempted to reload with another retention plate as per procedures under the direction of the sales rep, the same issue occurred. A new device was used for surgery. All the procedures were done outside the body, so that there was no piece in the body. The surgery was completed successfully within a thirty minute delay. There was no harm to the patient. No additional information was provided. This is 2 report 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted inspection of the returned device. Visual inspection found that exprsew iii ac+ rtn plate 1ea had the retention plate outside of the core assembly, the proximal part was slightly deformed. The device does not show any structural anomalies. A functional testing was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the exprsew iii ac+ rtn plate 1ea would contribute to the complained device issue.¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during assembly procedure. As per IFU, use instructions are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.